Event description:
Healthcare professional reported via nbir right side "suspected/actual deflation". Device was explanted and replaced.

Manufacturer narrative:
Clarification to h10 related report numbers: this is the same event/device reported under mrn 9617229-2025-03955. All information has been consolidated into this report. Any additional information received will be reported under this mrn. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.